Event description:
The customer stated they had a fasting blood glucose comparison performed. The lab result was 284mg/dl, the customers device read 376 and 325mg/dl, the drs device read 285mg/dl. No treatment was received. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.